Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient 's ipg appears to be inoperable. The pateint stated he recently recharged the device, but the stimulation did not stay on and the ipg becomes inoperable if he does not use it within a day or two of recharging. Subsequently, the patient may undergo surgical intervention as the next course of action.

Event description:
Follow-up information revealed the patient underwent surgical intervention where the ipg was explanted and replaced with a different model. The patient reported effective stimulaiton therapy postoperative.